Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patients stated statlocks were falling apart, the little metal bit fell off of two of them, these were the statlocks that came in the catheter trays so had to put the trays code.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect dimensions between mating parts". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "application technique: prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the anchor pad straight on the front of the thigh, then back up 1 inch towards the insertion site. Make sure leg is fully extended. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol or hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than stabilization site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on statlock® anchor pad. Note: always secure catheter into statlock® retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique: disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient stated statlocks were falling apart, the little metal bit fell off of two of them, these were the statlocks that came in the catheter trays so had to put the trays code.